Event description:
It was reported that a perforation was located in the mid right coronary artery (rca). A 3.5 x 12 mm graftmaster stent was implanted successfully. However the perforation was not completely sealed. A second graftmaster stent (3.5 x 19 mm) was implanted to fully seal the perforation. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.